Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database did not show any other reports against the provided product and lot combination. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation alleges that patient has experienced pain in the right buttock area and slight groin pain, along with headaches and other symptoms she worries may be associated with her implant. Additionally, it is alleged that patient has elevated metal ion levels. (B)(6) 2012 - the sales rep has reported the revision surgery. Patient was revised to address pain and fluid build-up. (B)(6) 2011 litigation was received. There is no new information that would change the outcome of the investigation. (B)(6) 2012- medical records were obtained. Medical records indicate corrosion.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.